Event description:
It was further reported that 158 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was located in the right coronary artery (rca). The physician predilated the lesion and deployed a taxus express2 8.8% 3.0 x 20 mm drug eluting stent. The stent was post dilated. The cause of death has been determined to be related to melanoma.

Event description:
It was further reported that the pt was enrolled in the program in apr 2004. Prior to taxus stent placement, a 3.5 x 12 mm express stent was deployed in the svg to lad with 10% residual stenosis. Target lesion 1 was identified in the dist rca with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the next day on plavix and asa. The pt expired at home 5 mos later (158 days post enrollment). Death certificate states metastatic malignant melanoma to the lungs and abdomen as the cause of death. There was no autopsy performed. In the opinion of the physician, the relationship of the death to the target vessel is "no involvement."

Event description:
Clinical study. It was reported that 5 months after a coronary drug eluting stenting treatment procedure, the pt expired.